Event description:
It was reported that during an upgrade procedure, the right ventricular (rv) lead exhibited high thresholds. The pacing portion of the rv lead was explanted and replaced with a new left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Continuation: product ID d224vrc implantable cardioverter defibrillator implanted: 2010-(B)(6). (B)(4).